Manufacturer narrative:
This is one of 25 devices that experienced this problem. This MDR is being filed retroactively at the request of cdrh and oii after an inspection performed in feb 19th, thru march 11 2025.

Event description:
Patient was implanted with a guardian device on (B)(6) 2022. Patient was alerted by the guardian system via a see doctor alert on (B)(6) 2023 and made an appointment to see the cardiologist for (B)(6) 2023. At that appointment the device was interrogated and it was identified that a device reset had occurred. Further evaluation indicated that the device could no longer reliably communicate with the programmer. This MDR is being filed retroactively at the request of cdrh and oii after an inspection was performed on february 19th thru march 11th, 2025. Avertix performed a voluntary field correction previously to address this issue.